Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The discomfort was caused by non-device related weight loss and a non-device related fall. The physician relocated the pocket and the patient was reportedly doing well following the procedure.